Event description:
A balloon ruptured during the first inflation of an aorto-iliac angioplasty of a calcified lesion. Another balloon was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was corkscrewed. Microscopic examination revealed a pinhole leak located three millimeters proximal to the proximal radiopaque marker. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft. Also, f/u revealed this balloon was used in a calcified lesion. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Co's directions for use state: "due to the thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."